Event description:
Complainant alleged that while setting-up to use internal electrodes on a patient, the electrode did not attach to the internal handle. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.